Event description:
A patient report experiencing inaccurate high results with an one touch ultra meter. The patient's blood glucose results were 8.2 and 6.6 mmol. Tests were done within 5 minutes. Patient did not experience any adverse events.